Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10 UDI # (B)(4). The device was not returned for evaluation. No DHR review was possible as the provided serial number # (B)(6) does not appear to be a valid integra identification number. No other lot or serial number was provided during the complaint investigation. The reported complaint was unconfirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the a1059 mayfield modified skull clamp, the two-pin swivel side did not move. Additional information received on 07feb2020 stated that the product problem occurred before the patient entered the room. No patient involvement. There was no patient injury or delay in surgery reported.